Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r wave oversensing observed on presenting electrocardiogram (egm) as well as stored atrial tachycardia (at)/ atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.